Event description:
The clinician reports the implant was inserted (B)(6)2019 in ada 4. Details of surgery: sinus perforation and sinus augmentation. On (B)(6)2019, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling and inflammation. No further patient complications were reported.